Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in three pieces. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to the inner insulation damage consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-65332. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered that the right atrial (ra) and right ventricular (rv) leads exhibited noise over-sensing. The ra lead and rv lead were explanted and replaced. The patient remained in stable condition.